Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump was over delivering. The customer's blood glucose level was 4.4 mmol/l. The customer stated that the symptoms related to high blood glucose such as sweating, fatigue, weakness and loss of balance. The customer was treated food and juice. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis